Event description:
The patient had a primary knee surgery on (B)(6) 2018. On (B)(6) 2021, the patient came in reporting instability due to laxity and the cause of the laxity was unknown. The surgeon revised the gmk-sphere tibial insert - flex s5r - 14 mm with a gmk-sphere tibial insert - flex s5r - 17 mm and the surgery was completed successfully. On (B)(6) 2021, the patient came in due to signs of an infection and the pathogen was unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully. On (B)(6) 2022, the surgeon removed the femur and insert that was implanted to act as a spacer and implanted a new femur and insert with antibiotic cement. The surgery was completed successfully. On (B)(6) 2023, the surgeon removed the femur and insert that was implanted to act as a spacer and implanted revision knee components. The surgery was completed successfully. Presently, on (B)(6) 2023, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and implanted a femoral component and full-pe tibial component to act as a spacer, along with antibiotics, due to infection. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2003109: (B)(4) items manufactured and released on 01-jul-2020. Expiration date: 2025-06-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: batch review performed on (B)(6) 2023. Gmk-revision 02.07.0410scf fixed tibial insert sc size 4/10mm (k103170) lot 2000822: (B)(4) items manufactured and released on 01-apr-2020. Expiration date: 2025-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-revision 02.07.0684r revision fixed tibial tray cemented size 4 r (k123721) lot 2003091: (B)(4) items manufactured and released on 10-jul-2020. Expiration date: 2025-07-01. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Gmk-revision 02.07.fcl15065 extension stem - fluted ø 15 l 65 (k120790) lot 2208518: (B)(4) items manufactured and released on 20-jul-2022. Expiration date: 2027-07-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-revision 02.07.fcl18105 extension stem - fluted ø 18 l 105 (k120790) lot 2109488: (B)(4) items manufactured and released on 09-nov-2021. Expiration date: 2026-10-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.